Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. See h10 manufacture narrative.

Event description:
Material#: 302832 lot#: 3275920. It was reported by the customer that the 30ml syringe the plunger is defective and the discolored ring inside the center of the plunger. Verbatim: customer called in for a defective bd syringe. She stated that the 30ml syringe the plunger is defective and the discolored ring inside the center of the plunger.

Event description:
Additional information received: material#: 302832 lot#: 3275920 it was reported by the customer that the 30ml syringe the plunger is defective and the discolored ring inside the center of the plunger. Verbatim: customer called in for a defective bd syringe. She stated that the 30ml syringe the plunger is defective and the discolored ring inside the center of the plunger. Follow up: (B)(6) 2024 hello bd product complaint department, snhmc pharmacy department called and reported an incident while using a bd 30 ml syringe. A pharmacist was drawing up a medication when she noticed that the plunger had a ring of white residue. The medication was immediately quarantined and did not reach that patient. The picture is attached below. The syringe will be available to be sent in for analysis, waiting shipping information. Information: incident date: (B)(6) 2024. Bd 30 ml syringe ref# (B)(4), lot 3275920. Medication marcaine 0.25% with epinephrine 1:200,000 ndc (B)(6), lot hf1549 exp 11/1/24 the medication in the syringe was a clear solution and does not appear to be a precipitate.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported there is a discolored ring inside the center of the plunger. To aid in the investigation, one sample with a packaging bister top web was received for evaluation by our quality team. A visual inspection was performed. The sample was received with 14ml of a drug. Using personal protective equipment, the syringe plunger rod was removed for inspection. There is lubricant adhered to the bottom side of the syringe rubber stopper. No other defects or imperfections were observed. The lubricant is medical grade and applied to the syringe rubber stopper and inner wall of the syringe barrel. A device history record review was completed for provided material number 302832, lot 3275920. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned analysis the symptom reported by the customer is confirmed. However, is considered an acceptable imperfection.